Event description:
Serious injury: posterior capsule tear. Malfunction: vitrector lost irrigation. The surgeon was performing a complicated traumatic cataract case. The posterior capsule had ruptured, but the rupture was not caused by an alcon product. The surgeon began to perform an unplanned anterior vitrectomy, and noticed that his vitrector did not irrigate for a few seconds. The surgeon suspected that the mayo stand pressed down on the tubing, causing the quick drop in irrigation. The surgeon completed the case using ecce. He stated that the conversion to ecce was not related to the irrigation issue with the vitrector, but was due to the difficulty in working with the cataract.

Manufacturer narrative:
No samples have been returned for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).